Event description:
A distributing customer reported that they identified four (4) electromechanical ambulatory infusion pumps with an inoperative alarm for an open clamp-bar. The malfunctions were discovered during a quality inspection by the distributor. There was no patient involvement in this event.